Event description:
It was reported that the atrial lead had high impedance which triggered a patient alert. The lead also had high threshold and a lead fracture is suspected. The lead remains implanted but out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was undefined and the atrial pacing capture threshold was elevated. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).